Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call: customer states she was hospitalized three times last month. Customer and customers son did not know what the dates were for each incident. First incident: she stayed overnight on a sunday. Customer woke up and was falling off the bed. Her son called the ambulance and put her on the bed. Paramedic arrived and customer states he put something in her arm. Her son told her she has to go to the hospital and caller's speech was slurred at the time and was crying because she didn't know what was going on. States her reading was a 30mg/dl fasting. Hypoglycemia. Customer states that she had an IV put in. Also had xrays of back and spine to rule out anything that could cause her to fall. Second incident: (stated by son) no information was provided son stated he called the ambulance and they gave her a glucose shot. Symptoms unknown and customer was not hospitalized. Hypoglycemia son called 911 was given a glucose shot and customer did not go to the hospital. Third incident: the day after the second incident customer went to the hospital due to low blood sugar. (Stated by customer). Customer states her blood sugar dropped again the following day and ambulance was called and customer was taken to the hospital. Customer states her blood sugar at the hospital was 20mg/dl. Hypoglycemia treated with IV. Manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 358 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 135 mg/dl. Customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer mention a hospitalization a month ago. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 165 mg/dl and 138 mg/dl using truetrack meter. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 12/31/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 358 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 135 mg/dl. Customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer mention a hospitalization a month ago. During the call on 10/03/2018, a back to back blood test was performed by the customer fasting and produced test results of 165 mg/dl and 138 mg/dl using truetrack meter. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 12/31/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :165mg/dl, date:(B)(6) 2017 time:10:35am, fasting. Result 2 :154mg/dl, date:(B)(6) 2017 time:10:34am, fasting. Result 3 :197mg/dl, date:(B)(6) 2017 time:10:26am, fasting. Result 4 :358mg/dl, date:(B)(6) 2017 time:10:24am, fasting. Result 5 :168mg/dl, date:(B)(6) 2017 time:10:16am, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on 10/26/2018 in a follow-up call: customer states she was hospitalized three times last month. Customer and customers son did not know what the dates were for each incident. First incident: she stayed overnight on a sunday. Customer woke up and was falling off the bed. Her son called the ambulance and put her on the bed. Paramedic arrived and customer states he put something in her arm. Her son told her she has to go to the hospital and caller's speech was slurred at the time and was crying because she didn't know what was going on. States her reading was a 30mg/dl fasting. Hypoglycemia. Customer states that she had an IV put in. Also had xrays of back and spine to rule out anything that could cause her to fall. Second incident: (stated by son) no information was provided son stated he called the ambulance and they gave her a glucose shot. Symptoms unknown and customer was not hospitalized. Hypoglycemia son called 911 was given a glucose shot and customer did not go to the hospital. Third incident: the day after the second incident customer went to the hospital due to low blood sugar. (Stated by customer). Customer states her blood sugar dropped again the following day and ambulance was called and customer was taken to the hospital. Customer states her blood sugar at the hospital was 20mg/dl. Hypoglycemia treated with IV. Manufacturer contacted customer on 10/8/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.